Manufacturer narrative:
(B)(4). Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, impedance measurements on the right ventricular (rv) lead were greater than 3000 ohms. While looking at the trend, it appeared there was a sudden increase approximately six months ago. It was indicated this patient was pacemaker dependent. Boston scientific technical services (ts) reviewed the device information and concluded that the rv lead impedance measurement reached 2000 ohms approximately eight months ago and has since increased to 3900 ohms. During this time, the threshold measurement has remained stable. This suggests that calcification of the lead tip could be the root cause. No adverse patient effects were reported.